Manufacturer narrative:
(B)(4). Date sent: 12/27/2023. D4: batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. This is an analysis of a video submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the video shows tissue and some b-form staples, and bleeding was noted. Based on the video the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the site of the observed bleeding on the vessel or lung parenchyma or bronchus? Please specify. -bronchus what color cartridge was specifically used on the structure in the video where the source of bleeding occurred? -green did the surgeon wait 15 seconds prior to firing? -yes what device was use with cartridge reported? -psee45a how was the post-op bleeding identified? -drainage bloody fluid how many days postoperative was the bleeding identified? -1 day what was the total estimated blood loss (ml)? -unknown was a transfusion required? -no how was the bleeding addressed? -suture sewing what was the pre and postoperative anti-coagulant and pain management protocol? -unknown was the bleeding intraluminal or extraluminal? -intraluminal what was done in 2nd operation to control the bleeding? -hemostatic gauze and compression what is the patients current status? -discharged.

Event description:
It was reported that during an unk procedure, the first surgery was completed without any abnormality, and no leakage was detected. The first day after the surgery, noted volume of drainage was large and observed bleeding while inspection. Then a second operation was taken to control the bleeding. No other information can be provided.